Manufacturer narrative:
Product complaint (B)(4). Device evaluation summary: a manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. An opened box with fourteen unopened samples of product code ep8704, lot # paj542 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 8 device issues captured in reports 2210968-2019-86648, 2210968-2019-86649, 2210968-2019-86650, 2210968-2019-86651, 2210968-2019-86652, 2210968-2019-86653 and 2210968-2019-86655. Analysis results have been included in initial reports for each.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During procedure the needles are falling out from the sutures. Another device was used from a different lot to complete the procedure. There were no adverse patient consequences reported.